Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Additional device product code is hwc. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a distal humeral fracture on (B)(6) 2016 the variable angle (va) locking screw in the distal hole of va-dhp (distal humerus plate: posterolateral plate 4-holes) could not be locked during final fixation. The surgeon removed the screw and confirmed the angle of the insertion by using depth gauge. The surgeon then tried to insert the screw again; however, the screw starting idling and could not able to be locked. The screw was removed and the surgeon attempted to insert a shorter screw instead. This second, shorter screw also idled and could not be locked. The surgeon opted not to implant a screw into this screw hole. The surgery was extended for 10 minutes due to the reported event. There was no reported patient harm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm-sterile, part number 04.211.016s, lot number 9724024). The subject device was returned for the complaint condition ¿not able to be locked during final fixation.¿ the returned screw shows damage and wear to the screw head which is considered evidence that the device could not be locked as complained. This complaint could not be replicated at synthes customer quality as the plate was not returned with the screw. A visual inspection, device history record (DHR) review and drawing review, and risk were performed as part of this investigation. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. A definitive root cause could not be determined. It is not likely that the design of the device contributed to this complaint. As reported in initial medwatch report #(B)(4), this report is for a product malfunction only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received via e-mail 15. Apr 16: pictures received. One screw 04.211.016s should be 16mm long but the device sent was measured 18.41cm. Unclear if the 18mm screw was packaged in 16mm outer box or the wrong screw was picked up.